Manufacturer narrative:
(B)(4). The reported issue that the extension line was found deformed and discoloured was confirmed upon review of customer supplied pictures. No unit was returned for evaluation. A picture was shared by the customer confirming discoloration and minor deformation of the extension lumen. The details of the complaint were reviewed. Insertion site was subclavian vein. Catheter insertion date was (B)(6) 2025. Approximately 6 months of uneventful use was seen with the catheter. No patient harm noted. Based on the additional information received, mupirocin was used as an ointment for daily disinfection. It is highly likely that the observed deformation and discoloration are associated with repeated application of mupirocin (e.g., bactroban). Prolonged daily application would be expected to result in deformation. The IFU states the following: - avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care. - clean skin around catheter using acceptable skin antiseptics. - cover exit site with sterile occlusive dressing for the entire duration of implantation. If catheter swelling is observed, discontinue use and replace catheter. - exit site and dressings must be kept clean and dry. A DHR review was completed and no relevant findings or non-conformities were noted. Based on the information, the most likely root cause of the issue is unintentional use error.

Event description:
It was reported that"06 mar 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that" (B)(6) 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints 9680794-2026-00236 and 9680794-2026-00238.